Event description:
The customer reported having unexplained high blood glucose. The customer¿s most recent glucose reading was 460 mg/dl. The customer stated that the infusion set was changed to resolve the issue. Troubleshooting was performed. Ran a fixed prime test and passed. Performed a high pressure test and the test filed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.